Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
We received info that one corail stem out of fsca (B)(4) was implanted to an identified patient. Up to now no patient harm was reported. Surgeon is urgently asking for advice how to follow-up with patient.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint description states that one corail stem out of fsca (B)(4) was implanted to an identified patient. Up to now no patient harm was reported. Surgeon is urgently asking for advice how to follow-up with patient. The device associated to the complaint was not returned for analysis. Previous analysis performed for batch 5300693 reveals that this batch was involved in a mix up that occurred at supplier manufacturing. Qrb was held on the 07 february 2018 ((B)(4)) for this issue, and a decision was taken to withdraw the impacted products from the market. A supplier CAPA (B)(4) and depuy mdd (B)(4) have been raised for this issue to determine the root cause and implement corrective actions. Based on the investigation performed, the root cause of the product mix is related to supplier manufacturing process. The incident will be logged in the complaints database and monitored during post market surveillance reviews. Device history lot: DHR records show that batches 5300693 (product code 3l92512) and 5300688 (product code 3l92511) were reworked at the same time and day after dragfinishing. Batch 5300693 was manufactured in october 2017 ((B)(4) parts). Batch 5300688 was manufactured in september 2017 ((B)(4) parts) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.